Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument jaw broke. The clip feel into the pt's body and the surgery was converted to an open surgery.